Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion errors' which was not reproduced. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined to be a force sensor and downstream tubing were required replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion errors during testing at the biomed service department. There was no patient involvement. No additional information is available.